Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned during a routine pulse generator change out procedure. The local boston scientific field representative later reported that they were informed by the physician that, after reviewing information from the patient's chart, the physician saw that the lead had previously been programmed off after causing diaphragmatic stimulation. Upon further review of the chart, a chest x-ray revealed that the lead had previously perforated the patient's heart and was laying on the patient's diaphragm. There were no adverse patient effects reported.